Event description:
The customer states that 3-4 patient samples that generated phosphorus results >15 mg/dl, questioned by a physician and when repeated after calibrating the architect c8000 process module, the results were normal. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.